Event description:
Consumer reported that post op a realize adjustable band the port flipped twice and had to be revised. The procedure was completed with no patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.